Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was cracked after being loaded onto the pump. Reportedly, the crack was located on the bottom left corner of the cartridge. Customer experienced diabetic ketoacidosis (dka) with a blood glucose (bg) level of 454 mg/dl which was addressed with a manual injection. A new cartridge was loaded to resolve the issue.